Event description:
Customer reported device = approx 600 mg/dl. Customer was taken to the hosp by ambulance. Hosp = 300 mg/dl twenty mins later. Customer was given insulin. Control info was not provided. A request was made for return product and replacement product was sent.